Event description:
Additional information received indicated that patient stopped charging the device due to insufficient pain relief. As a result patient underwent surgical intervention wherein the ipg was explanted.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event and patient information .

Event description:
It was reported patient has not been using the system for a long time. Surgical intervention is expected to take place to address the issue .